Event description:
It was reported that during a stent procedure in the left anterior descending, two wires were used, the stent was positioned, and as one of the wires was removed, it appeared to snag and unravel. A portion of the guide wire remained in the patient. No patient injury was reported. No other information was provided.